Event description:
It was reported that during a da vinci nephrectomy procedure, the lower black ring below the orange band came off the monopolar curved scissors instrument shaft. The instrument was not inside the patient when the band came off. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument tube reinforcement ring missing. The ring was not returned with the instrument. Evidence not conclusive, but the damage was likely due to mishandling / misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional finding was various scratches on the distal end of the main tube showing light material removal. The scratches were not axially aligned with the tube. An additional observation not reported was a small hairline fissure in the axial direction, located directly below the tube reinforcement ring. Location of fissure is in an area that is not protected by tip cover. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing reinforcement ring and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.